Event description:
Cath lab reports pre dilatation balloon sheared off in vessel. Pt. Loss of blood flow. Additional angioplasty and treatment with a covered stent. Additional monitoring and treatment required. Corrective treatment performed.